Manufacturer narrative:
(B)(4).

Event description:
It was reported that no low glucose alerts were received on the mobile app occurred. No product was provided for evaluation. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. The device functioned within specifications and patient settings. Dexcom instructions for use states "the signal loss alert is by default on. When ¿on¿, you will always know if your transmitter and smart device are communicating. When ¿on¿ and if there is signal loss, you will receive a signal loss alert. If signal loss occurs, you will not receive an urgent low alarm or glucose alerts." No injury or medical intervention was reported.